Event description:
It was reported that at the end of preventive maintenance testing, the device began to over-infuse beyond 12 ml.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
One device was returned for analysis of complaint that the device began to over-infuse beyond 12 ml during testing. No relevant information was found in the event log. Service history review identified the complaint was not related to a previous service of the device within the review period. Probable cause was unknown. Accuracy testing was performed, and the complaint was not confirmed. Removed and replaced the downstream occlusion (dso) seal as preventive maintenance.